Manufacturer narrative:
Event was reported to have occurred on an unreported date in (B)(6) 2019. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in "abdominal cavity infection". The breach in aseptic technique was described as due to improper operation. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient was recovered from the event. Action with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided because the reporter declined follow up.

Manufacturer narrative:
Corrected information : correction to the initial reported information: a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritoneal infection. Should additional relevant information become available, a supplemental report will be submitted.